Event description:
Additional information received from the patient reported that they had infection behind ear in 1998. The infection was confirmed. The ins(s) ( implantable nuerostimulator) were replaced and the leads were there since 1998.

Event description:
It was reported the patient had an infection behind their right ear. The patient¿s device was removed in (B)(6) 1999 and they were re-implanted in (B)(6) 1999. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3387-40, lot# l56093, implanted: (B)(6) 1998, product type: lead. (B)(4).